Event description:
Reporter indicated that the patient got 7/limit/high on the normal mode and system diagnostic tests. X-rays were taken and reviewed by the manufacturer. No anomalies were found and no cause for the high impedance could be established based on the x-rays, though it is important to note that a portion of the lead could not be visualized. Patient had device replaced and at the time of surgery, the surgeon reported the presence of a lead break. Per the reporter, the patient had fallen prior to the high impedance results and "knocked the lead loose", which they believe caused the lead break and high impedance. The device was returned to the manufacturer, but analysis is pending.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays were reviewed by the manufacturer, no gross lead discontinuities were visualized. Device failure is suspected, but did not cause or contribute to a serious injury or death.